Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of over 300mg/dl. The customer reported the elevated bg level may have been due to sitting in their car with little activity or a possible bent needle causing insulin to leak. A correction bolus via the pump was delivered to address the bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.